Event description:
On (B)(6) 2012, a 3.5mm gore-tex vascular graft was implanted in an ascending aorta to right pulmonary artery. Reportedly, good shunt flow was palpable after the shunt was placed. However, the rate dropped to the low 60s. The chest was re-opened and it was found that the vascular graft shunt had thrombosed with 'whitish material' present. The thrombus material was removed; however, the vascular graft thrombosed again. The physician elected to extend the 3.5mm vascular graft with a 4mm vascular graft. The pt was moved to pediatric ICU in a stable condition. On (B)(6) 2012, during debridement for a mediastinitis, a 'recurrent atypical shunt thrombosis' was noted. Both vascular grafts were explanted. A waterston shunt was performed.

Manufacturer narrative:
Review of the device mfg record history confirmed device met pre-release specifications. The engineering eval state the returned specimen is approximately 1.6cm in length. The 3.5mm graft portion is approximately 0.5cm in length and the 4mm graft portion is approximately 1.1cm in length. The 3.5mm specimen and 4mm specimen are sutured together. The end of the 3.5mm has a straight edge indicative of being cut. The end of the 4mm appears tapered and suture holes can be seen surrounding the edge. Approximately 0.5cm from the tapered end of the 4mm graft portion, along the blue line, the specimen appears to have been pinched and then sutured. The exam found no anomalies attributable to the MFR of the device. The histological eval is currently in progress.